Manufacturer narrative:
Service replaced the main power supply to resolve the issue. A review of the alinity I (B)(6) service history revealed no additional related issues. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning odor and smoke observed was limited to the main power supply. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a loud noise was heard from the alinity I processing module. The customer then smelled a burning odor and observed a small amount of smoke coming from the back of the module. The power immediately shut off on the module and it would not power back on. Service was dispatched and replaced the power supply. No fire was observed. No injury was reported.